Event description:
Patient reported that he applies his v-go device using proper fill, wear, and go procedure and after a varying amount of time, usually 6 to 20 hours of use, the needle button accidently releases prior to the completion of the 24-hour period. Patient disposed of the used v-go devices.